Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.

Manufacturer narrative:
(B)(4). Valve dehiscence may occur early or late. When it occurs in the early post-operative period, it is typically a result of an inadequate prosthetic valve implantation in combination with friable myocardial tissue. In this case, it appears that sizing issues may have caused or contributed to this event. The sutures pulled through and led to a ventricular septal defect, there was possibility of oversizing as the ring was 30mm and the replacement valve was 27mm, it led to bleeding and patient death. The subject device is not available for evaluation. There is no information suggesting there was any malfunction or deficiency of the edwards device. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 30mm edwards annuloplasty ring was explanted at implant due to disruption of the interventricular septum due to tear out of stitches on the septal side of the annuloplasty ring in the tricuspid position. As reported, this surgery was a tricuspid valve repair and a mitral valve replacement. The operation was uneventful up to the moment of sternal closure. The patient was still on the operation table when excess blood loss was observed and the sternum was reopened. The ring was urgently explanted because of the bleeding in order to correct the disruption. A 27mm bioprosthetic mitral valve was implanted as replacement in the tricuspid annulus. The patient expired the next day due to sudden blood loss and tamponade while the patient was weaning from ventilation likely due to recurrent ventricular disruption.